Manufacturer narrative:
Follow-up is being sent to correct information sent in field lot number. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that 3 months after the dental implant was installed in intraoral region 11#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 11 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician noted the patient¿s good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported that 3 months after the dental implant was installed in intraoral region 11#, its non-osseointegration was observed. Moreover, the patient presented bone type ii.